Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost signal connection with the pump for greater than 15 minutes. During troubleshooting with tandem technical support, the transmitter was unable to resume connection. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.